Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the inflation line was found detached from the pilot balloon. No injury reported. No adverse patient effects were reported by the customer. It was reported no additional information is available.

Manufacturer narrative:
Device evaluation: visual inspection of the returned sample was conducted and confirmed a detached inflation line. The event will be monitored with further actions taken accordingly.